Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call a display anomaly. Blood glucose at the time of incident was 131mg/dl. The customer states the insulin pump is not retaining her information after a battery change. The customer states they were unable to down load his information. After a battery change the pump screen goes blank, and then it starts counting. The self-test was performed and passed. Troubleshooting was able to resolve the issue. Troubleshooting determine to exchanged pump based on the alarms found in pump history. The device will be returned for analysis.